Event description:
It was reported the colonovideoscope exhibited pink lines, making the image unrecognizable. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: d10, h6 medical device problem code the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and tube exhibited white foreign material. A root cause for the image malfunction could not be identified. Based on the results of the investigation, the most likely cause was also not established. A definitive root cause for the foreign material could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The foreign material events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.